Event description:
Per the clinic, the device was explanted on (B)(6) 2023 under general anesthesia. The patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (1.5 tesla). Additional information has been requested but it has not been made available as of the date of this report.